Event description:
Additional information received reported that the outcome was resolved without sequelae on 2014-(B)(6). It was noted that the lead was replaced on 2014-(B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# v466393, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v466393, implanted: 2010 (B)(6); product type lead. (B)(4) .

Manufacturer narrative:
(B)(4).

Event description:
Additional information receivedreported that the event was malfunctioning leads. It was noted that signs and symptoms included loss of efficacy, twisted leads and increased impedance.

Event description:
It was reported there were malfunctioning leads due to increased lead impedance. Reprogramming of the device was attempted. Signs and symptoms included loss of efficacy. The patient was to be scheduled for revision of leads. The event was ongoing.